Event description:
A nurse reported to baxter (B)(4) that seven units of blood leaked during patient use between the second and third uses of the device. A leak alarm occurred first and then it was noted that blood was leaking out. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Sample was not available for evaluation; therefore, the root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.